Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/27/2018.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/17/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. Fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on an unknown date and a suture was used. During surgery, the needle was broken. There were no adverse patient consequences reported. No additional information was provided.